Manufacturer narrative:
H.6. Investigation summary: the provided opened packaged sample was sent for spectral analysis after the failure mode of foreign matter was verified. According to visual analysis of the sample silicone was observed. Spectral analysis shows that the yarn of the material is probably silicone-blended cellulose, while the material in the cannula is probably silicone-blended epoxy. Based on the investigation of the photos and ftir test it was concluded that the probable root cause of this foreign matter found in the catheter is composed of similar components of cellulose that may have joined the silicone, this foreign matter that may have come together punctually during the assembly process of the angiocath product, may be related to the problem of excess silicone originating from the machine. According to ftir analysis the material found at the tip of the cannula is probably epoxy mixed with silicone. The ¿epoxy¿ can be found on chassis 1 on the machine at the glue application station, and is used to attach the cannula to the hub. It cannot be determined how the tip of the cannula was soiled by the "epoxy" since it is applied to the base of the cannula, opposite to where it was found. A corrective action project (CAPA 450094) has been initiated to investigate the excess silicone issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that bd angiocath¿ IV catheter needle was rough. This occurred on 3 occasions during use. The following information was provided by the initial reporter: then retracting the needle from the patient, hcp felt the needle was rough. The issue occurred 3 times.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath IV catheter needle was rough. This occurred on 3 occasions during use. The following information was provided by the initial reporter: then retracting the needle from the patient, hcp felt the needle was rough. The issue occurred 3 times.